Event description:
This rn was starting an IV on [redacted date]. The t-connector or non-dehp needleless standard bore catheter extension set piece that attaches to the IV catheter was warped and unable to twist onto the IV. I was unsure of which wrapper the piece was in. There were three wrappers in the garbage. All three lot numbers are listed below. This rn got a new extension set piece and attached it appropriately. Defective piece was placed on the desk of [redacted name], materials manager. Manager [redacted name] made aware. Lot (10)r23e02192, lot (10)r23eo2192, lot (10)ur23d14086. Manufacturer response for set microbore 1link cath extension, set microbore 1link cath extension (per site reporter), ongoing issue.